Manufacturer narrative:
Concomitant medical products: 5071-35, lead, implanted: (B)(6) 2010.

Event description:
It was reported that the impedance has been increasing in conjunction with higher thresholds on the right atrial (ra) lead. No further information could be obtained through follow-up. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.